Event description:
Pt had a history of profound congenital hearing loss and prematurity. They had other complications associated with prematurity including a urethral fistula. They had a full preoperative assessment including blood work, urine, cardiogram, chest x-ray, and temporal bone CT and MRI. The cochlear implant surgery was uneventful. A cochlear ltd. Representative verified electrode placement and auditory neural response with nrt 3.0 (neural response telemetry). The pt was taken to the recovery room where they stopped breathing. Thereafter their heart stopped. Resuscitation was unsuccessful and the pt died. The reason for death was attributed to an anesthetic complication.